Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.3 hardware: iphone17.3 cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient was hospitalised on (B)(6) 2026 with diabetic ketoacidosis. The patient¿s blood glucose levels rose to 300 mg/dl while wearing the pod between 4 and 24 hours. It was reported that the pod was leaking insulin. Reported symptoms include vomiting, pallor, ¿purple skin¿ and palpitations. The patient also reported they had ketones present (method of measuring and values not provided). The patient was treated with fluids and potassium. The patient also reportedly had their heart monitored whilst in hospital. The patient was discharged the next day on (B)(6) 2026.